Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a follow up. Upon interrogating the pulse generator, it was noted that the pulse generator had taken too long to be interrogated. The pulse generator was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: the implant date should have been (B)(6) 2017 and not (B)(6) 2015.

Manufacturer narrative:
The reported event of long loading interrogation and rf communication issue was not confirmed. The device was received with normal output and normal telemetry communication. Electrical and mechanical tests performed including telemetry communication and outputs verification did not identify any functional issues. Longevity assessment was performed, and the device voltage was at normal range of operation with appropriate remaining longevity.